Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs for an unspecified amount of time. A lead revision procedure was performed were the rate sense portion of this lead was surgically abandoned and a new rate sense rv lead was successfully implanted. No additional adverse patient effects were reported.